Event description:
During a gynecological procedure in short stay surgery, a conmed bovie was used with valleylab bipolar pedals. The adapters for these two devices fit together easily. The pedals were working without difficulty, but it was later discovered that the bovie was continuously firing. Tissue damage was assessed and no problems were noted. Patient had no complaints of pain. Patient refused to stay overnight for monitoring. The patient stated that they would return to the hospital if problems occurred.